Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the proximal left anterior descending (lad) artery. After a 6fr non-bsc sheath was inserted and a non-bsc guide wire crossed the lesion, a 12mm x 3.00mm nc quantum apex balloon catheter was used to pre-dilate the lesion. However, upon removal of the balloon catheter, the device became stuck on the guide wire. Eventually, the physician was able to pull the device out and the procedure was completed. No patient complications were reported and the patient's status was fine.